Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator showed episodes of oversensing noise that had resulted in inappropriate shock. It was discovered that this noise was due to cauterization during an unrelated surgery. No intervention was performed. The patient was stable.